Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the first flow diverter was not opening (expanding) despite more than one-third of the unsheating and could not fully resheath. The second flow diverter was not opening at the curve despite the massage with microcatheter, could not be resheathed. There was failure to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was not resheathed and removed with the microcatheter. It was removed with intermediate catheter (navien). No patient symptoms or further complications were reported as a result of this event. The patient's status is deceased, date of death (B)(6) 2025. The cause of death and circumstances surrounding the death was rebleeding due to dapt. The patient was undergoing surgery for treatment of a saccular, ruptured communicating segment of the internal carotid artery (ica) lat. Sin. Side wall aneurysm with a max diameter of 1,2mm x 2mm and a 1,2mm neck diameter. The landing zone was 3mm distally and 3,7mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 20mg prasugel, 300mg aspirin protect. The angiographic result post procedure was that the third pipeline was properly deployed with good angiographic result. Patient's medical history includes sah small aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the device issues could not be determined. The pipeline was in a vessel bend and after the one-third of unsheathing, it was impossible to resheath. They had tried to resheath the pipeline in order to open the device. The failure to resheath was not into the navien.